Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing that resulted in delivery of inappropriate shocks in several episodes. The smartpass feature was noted to be off. The primary sensing vector was reprogrammed and smartpass was programmed on. No adverse patient effects were reported. This device remains in service.